Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: response from the affiliate: 1) did the device cut? Yes. If yes, was the cut line fully circumferential around the target tissue? Yes! 2) did the device staple? No. If yes, was the staple line complete? 3) what was the appearance of the staples (b-shaped or irregular)? No staples. 4) what confirmation was received that the device was fully fired? Washer feedback, so the device was fully fired. 5) were there donuts? Yes had 2 donuts. If yes, were the two donuts complete (all tissue layers present)? 6) how was the procedure completed? Change the new one, and completed procedure. Additional information was requested but unavailable: the event stated that "after firing without the reload, there were no formation in the colon." How many circular staplers does the surgeon generally use to complete this type of procedure? The device that was fired, had it already been fired previously in the case?

Event description:
It was reported that during a low anterior resection procedure, after firing without the reload, there was no formation in colon. No patient consequences reported.